Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the soft cannula did not find it to be bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. The pod was received with evidence of blood on the adhesive pad and in the tip of cannula. The investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site on the skin, the pod's cannula was found clogged. Bleeding and redness around the pod infusion site were also reported. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the blocked/clogged cannula.